Event description:
A malfunction was reported on the pump, specifically that the pump screen had gone dark and would not turn on. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.